Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That an as enduro meniscal component f2 12mm (part# nr881z) was implanted on (B)(6) 2021. According to the complainant the implant was too tight. Reportedly the patient is scheduled for a revision surgery on an unspecified date. Additional information has been requested but not yet provided. The adverse event is filed under aic reference (B)(4). 2916714-2024-00151 (aic reference no. (B)(4)), 2916714-2024-00152 (aic reference no. (B)(4)), 2916714-2024-00153 (aic reference no. (B)(4)), 2916714-2024-00154 (aic reference no. (B)(4)), 2916714-2024-00156 (aic reference no. (B)(4)), 2916714-2024-00157 (aic reference no. (B)(4)), 2916714-2024-00158 (aic reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.